Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition the lens. H6: investigation type 4110: lens work order search - no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault and significant reduction of irido-corneal angles. Lens exchanged with same size lens and problem was resolved. Cause of event was reported as unknown.

Manufacturer narrative:
H3: device evaluation: lens was returned in microcentrifuge vial in liquid. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specification. Claim#: (B)(4).